Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the unit is showing artifacts on the screen was confirmed. Ultrasound image has interference in the output image. The root cause is due to an internal failure of the beamformer. H3 other text : evaluation findings are in section h11.

Event description:
Per biomed - when they attach the gel it will not register the scanner. When it finally connects, monitor is not clear.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number. Device not returned.

Event description:
Per biomed - when they attach the gel it will not register the scanner. When it finally connects, monitor is not clear.